Event description:
It was reported that a suspicion of loss of ventricular capture on the presenting rhythm was observed on a remote transmission. The patient presented to the clinic for threshold testing, and no failure to capture was noted. Device reprogramming was made. The patient was asymptomatic.